Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt has experienced abscesses, vaginal pain, dyspareunia, vaginal bleeding, infections, alteration in bowel function, and vaginal discharge. The pt has retained ivs material. The pt has had other procedures.

Manufacturer narrative:
(B)(4).